Event description:
It was reported that this device recorded a history of atrial fibrillation (af) where far field over sensing and false atrial tachy response (atr) was noted. Later some pacemaker mediated tachycardia (pmt) events were observed in the logbook, but they were not true pmt. Also, some atrial flutter beats ocassionally fell into blanking for both ventricular sensing and ventricular pacing beats, allowing the device to switch out of atr inappropriately. The device has been reprogrammed but additional reprogramming was recommended. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.